Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the monitor failed incoming functionality testing. The cause for the failure was isolated to defective u612 and c655 components on the computer/analog board. The root cause for the defective components could not be positively identified. No adverse event resulted from the defective monitor. Device manufacture date: belt sn (B)(4): 11/09/2015, initial use. Monitor sn (B)(4): 09/09/2014, reuse.

Event description:
A us distributor returned an electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable. A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.